Event description:
The customer reported that at 12 mins into an rbc donation run, the donor complained of chest discomfort, numbness in his left arm. That is when they noticed that the acd-a and saline lines were switched. The donor received 155ml of acd-a as replacement fluid and 61ml of saline. No med intervention occurred. The donor recovered soon after. This report is being filed due to the potential for injury from over anti-coagulation. The disposable set is not available for return.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.